Event description:
It was reported that the patient experienced the infusion set coming off event on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-47068 / initial 1 of 2.e1: name: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.